Event description:
It was reported that on (B)(6) 2022 during an orthopedic procedure, the aiming arm for a tibial nail broke at the connection to the insertion handle. There was no surgical delay. The procedure was successfully completed. There was no patient consequence reported. This report is for one (1) aiming arm/ radiolucent. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Additional device product codes: jds. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6 investigation summary the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the aim-arm radioluc was found to be cracked across the latch axis pin insertion hole. Broken condition cannot be confirmed since device remains in one piece. During the analysis of the complaints two subcategories of the aiming arm (03.043.029) latch (60224287, drawing se_728332) failure were identified. The failure is a breakage of the carbon-fiber reinforced latch. The failure mode is an interlaminar breakage due to shear forces. Breakage is most likely favored by defects in the structure of the carbon fiber reinforced peek plate. It is in the nature of the material that the shear strength is highly anisotropic and lowest between carbon fiber layers. Likely interlaminar shear strength is reduced by defects resulting form manufacturing issues not leading to complete bond between the carbon layers. A dimensional inspection for the aim-arm radioluc and was unable to be performed due to complex geometry of the device. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the aim-arm radioluc would contribute to the complained device issue. Jnj nr-0169803 and CAPA-011092 are opened to further determine the manufacturing/process error that cause the complaint condition. Any further corrective/preventive actions if required will be determine under nr-0169803 and CAPA-011092. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed dimensional inspection: n/a h4 device history part #: 03.043.029 synthes lot #: 2023566 supplier lot #: n/a release to warehouse date: 09 dec 2020 manufactured by: synthes gmbh no ncr's generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.